Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. The event of "swelling", "inflammatory reaction", "nodules that look like abscesses", and "draining" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported that one week after injection with two syringes of juvederm voluma xc in the cheeks, and one syringe of concomitant juvederm ultra xc in the upper lip and nasolabial folds, pt presented to their office experiencing severe "swelling" at the injection site, "inflammatory reaction", nodules that looks like "abscesses." Healthcare professional provided "80mg of triamcinolone" and advised the pt to "ice the area and take ibuprofen." Five days later, the pt contacted the healthcare professional and reported the "nodules at the nasolabial folds were draining." Healthcare professional then treated the pt with "keflex" and "valtrex." Healthcare professional did not think this was a vascular event nor did they see any active "infection." Event was believed to be a reaction to the "filler." Pt was reported to have also been injected with concomitant restylane, sites not specified. This is the same event and the same pt under MDR ID# 3005113652-2014-00422 (allergan complaint (B)(4)). This is being submitted for the second suspect product, juvederm ultra xc, also a device manufactured by allergan.